Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Multiple 510k numbers: k111860, k130470.

Event description:
It was reported that while using bd instrument max clinical false positive results were obtained by the laboratory personnel. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of bd sars cov-2 fps was received against the bd max instrument catalog number 441916, serial number (B)(6). The customer alleged n1 false positive results while using the bd sars cov-2 assay. Raw data indicated lane a10 jagged curve and it decreased after threshold. Lane a11 looked like contamination and there was no bubbles observed in the cartridge. Bd service determined that the a10 n1 positive was bubble induced and a11 was true amplification. No instrument related issue was found. The customer was made aware that the issue was with the original sars-cov-2 assay and will be resolved with the updated kit/ udp configuration. The complaint is unable to be confirmed as an instrument issue because it was determined that the issue is related to the original bd sars cov-2 assay design and udp configuration. The complaint investigation consisted of a review of the service notes pertaining to this issue, the service history of the instrument and associated complaint trending data. No parts or materials were available for investigation. The root cause is the issue with original bd sars cov-2 assay design and udp configuration. No new trends, risks, or hazards were identified as a result of the complaint. As a result no corrective actions were initiated. CAPA pr# 1632720 is open to fully investigate and address the false positives and reader saturation issues with the original bd sars-cov-2 assay.

Event description:
It was reported that while using bd instrument max clinical false positive results were obtained by the laboratory personnel. Erroneous results were not reported out and there was no report of patient impact.